Event description:
It was initially reported by the company representative that she was informed by the physician that the pt's device was explanted in 2004 due to infection. Follow up with the physician revealed that the infection was not related to vns. No pt trauma was reported and cultures were not taken. Device sterility records were checked and confirmed that the device was sterile at the time of dispatch from the MFR.

Manufacturer narrative:
Device mfg records were reviewed. Review of mfg records confirmed sterilization for both the generator and lead prior to distribution.